Event description:
The customer reported that the system would not make fluoroscopy. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the lemo pin connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.